Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an esophagogastroduodenoscopy (egd) with esophageal dilation procedure was performed in the esophagus on an unknown date. According to the complainant, during the procedure, the balloon burst when attempted to be inflated to 18mm. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.